Event description:
It was reported that the user experienced fluctuating blood glucose and recurring device restart alerts associated with a vbuck boost over/under voltage condition, and the device was replaced. Symptoms included low glucose of nadir 50 mg/dl that required oral carbohydrate treatment. Outcomes included temporary interruption of therapy and the need for user intervention to treat hypoglycemia. Investigation included review of device history and user report. Investigation of this case revealed repeated restart alerts consistent with a voltage boost over/under voltage event. It was concluded that a malfunction occurred, and the device was exchanged while the original is pending return for evaluation.